Event description:
The mother reported that the customer was not getting insulin and his blood glucose went high. The caller stated that the customer ended in the emergency room and he had a urinary infection. The mother stated that he is feeling well now, and she declined to give additional details on the event. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.